Manufacturer narrative:
Device evaluated by manufacturer: the quantum maverick device was received for analysis with blood and contrast in the wire lumen and balloon. There was a 7 mm longitudinal tear in the distal balloon cone. Magnified inspection of the balloon material at the edges of the tear presented no evidence of any material or manufacturing deficiencies. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occured. The 4.5 x 20mm quantum maverick over-the-wire balloon catheter ruptured at 14 atms on an unspecified inflation attempt. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occured. The 4.5 x 20mm quantum maverick over-the-wire balloon catheter ruptured at 14 atms on an unspecified inflation attempt. No patient complications were reported and the patient's status is okay.